Manufacturer narrative:
(B)(4). The sample is available for evaluation. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
The catheter connector was separated from the titanium adapter after 2 months use. There was patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with cap on dark blue connector. Visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. Clamp function performed with no issues noted. Clear-passage testing was performed with no issues noted. The sample was functionally tested, by hand tightening a lab titanium adapter to the set, with some difficulty noted. The sample was confirmed for the reported problem. The cause for this issue could not be determined based on the information available.